Manufacturer narrative:
It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Chan jy, giori nj, uncemented metal backed tantalum patellar components in total knee arthroplasty have a high fracture rate at mid-term follow-up, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.02.062. (B)(4).

Event description:
It was reported in a journal article that the patient experienced a patellar fracture on an unknown date. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the device was previously investigated on a different report. This event was previously reported on medwatch # 3005751028-2017-00019.